Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. However, the root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, on the evis lucera duodenovideoscope for air/water leaking from the channel. Upon inspection and testing of the customer returned device, adhesive part of the lighting lens was found peeling off. In additional, there was a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness is not maintained due to perforation of the forceps channel, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, curved rubber adhesive part missing, scratches found on the tip cover, adhesive part of the lighting lens came off, scratches found on the operation part, scratches found on insertion part corrugated tube oredome, scratches found on switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on grip, forceps plug cap scraped off, scratches found on universal cord, scratches found on scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.